Event description:
As reported by the user facility (translation of user facility): bolus on syringe change: a bolus of 3-4 ml was given when a syringe change was performed. MFR ref#9619825-2013-00270.